Event description:
The biomedical engineer reported that the multigas unit was being used in the or and was not producing accurate co2 readings. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer reported that the multigas unit was being used in the or and was not producing accurate co2 readings. No patient harm was reported. Service requested / performed: customer reported that the device is not producing accurate co2 values. The complaint unit was returned and was evaluated by nk repair center. Nk repair center was able to observe the reported issue. The device is producing reading of 29 mmhg which is below specifications. Cd-314p-03, gas module was identified as the potential malfunctioning part. Nk repair center replaced the gas module and the issue was resolved. Investigation conclusion: based on the available information, it is likely that the gas module of the sensor unit of the device has failed. The gas module is a replaceable part of the device, where the longevity is dependent upon the following factors: 1) instrument and parts must undergo regular maintenance inspection at least every 6 months. 2) if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. 3) ensuring the environment is optimal as described in the operator's manual. Service history for gf-210ra serial number 1181 shows no previous reported incident regarding incorrect co2 readings. The issue is regarding a replaceable part of the device. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Attempt #1 12/19/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the patient and additional device information as requested.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was being used in the or and was not producing accurate co2 readings. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1. 12/19/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the patient and additional device information as requested.

Event description:
The biomedical engineer reported that the multigas unit was being used in the or and was not producing accurate co2 readings. No patient harm was reported.